Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging an occlusion (frequent/persistent) issue. The reporter stated that the patient had a blood glucose (bg) between 300-400mg/dl with nausea and moderate ketones. The patient did not receive any treatment above and beyond the usual routine care of diabetes management. The sensitivity was set to high. This report is being made due to bg excursion the patient experienced due to an alleged occlusion issue.

Manufacturer narrative:
Follow-up #1: date of submission 03/10/2016. Device evaluation: the device has been returned and evaluated by product analysis on 02/24/2016 with the following findings: the black box shows an occlusion alarm on (B)(6) 2015 at 17:24; the force at time of occlusion is high. Rewind, load cartridge, and prime steps performed successfully with no alarms. Force sensor calibration test confirmed sensor is detecting correct force at 5lbs. The pump exercised for 24 hours with no occlusions occurring. The tdd¿s add up correctly and reflect the users programmed basal rates. Pump passed delivery accuracy test and was found to be delivering accurately and within range. Battery compartment is cracked below the bumper pad. The display screen has a pinkish contrast. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.